Event description:
The new neonatal coordinator called this morning to inform him that a vip gold stopped cycling on a baby, resulting in a hypoxic episode. The extent of any injury is unk. The ventilator has been sequestered, an incident report was filed, and risk management is involved. We don't know the complete details of the incident. We do know that the baby was on aerosol treatments q2 hours and that the vip gold involved is a rental unit. Rental unit from hill-rom, hil-rom asset tag # 04637583, unit pn: 15653, software rev. V2.05. Settings when incident occurred. Mode: tcpl; rate: 60; pip: 28; peep: 8; I-time: 0.33; insp flow: 15lpm. This incident involved a patient in the nicu - as stated by personnel; vent stopped cycling, pt turned blue, pt was manually resuscitated (ambu) & placed on another ventilator. A letter was sent to the use facility requesting additional information pertaining to the reported event. They replied with the following information. "Patient was receiving treatment with external nebulizer on line. Ventilator stopped cycling & no alarms sounded. Pt needed to be ambu & 100% fio2 due to hypoxia & bradycardia. However, pt recovered immediately & was placed on another ventilator. Patient expired in 2006. Pt's death was not related to this incident."

Manufacturer narrative:
The user facility has the unit sequestered and will not release the unit to either the rental company or the manufacturer for evaluation until they have completed their internal investigation.